Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. On an unknown date, pd therapy was discontinued. It was reported that the patient's catheter has been removed and the patient was switched to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the patient was not hospitalized for the event. It was reported that the patient was treated with ceftazidime (1 gram per day) for peritonitis (previously inadvertently mentioned as mg). At the time of this report, the patient was recovering from the peritonitis event (previously reported as recovered). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Five days after the event onset, the patient was treated with vancomycin (1g, fourth day, ongoing, route not reported), ceftazidime (1mg per day, ongoing, route, frequency not reported) and t. Fluconazole (200mg per day, ongoing, route not reported) for peritonitis. On an unreported date, the patient was treated with intraperitoneal heparin and amkacin for the event (no further details). The patient was discharged 12 days after event onset. At the time of this report, the patient outcome was reported as resolved. Pd therapy was ongoing. No additional information is available.